Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain due to cylinder bulging. A surgical procedure was performed, during which all the components were removed and replaced, while the device was downsized. No additional patient complications were reported.